Event description:
It was reported "continued possible he loss 2 & 3alarms". Additional information states that the decision was made to leave iab in place despite inability to resolve he loss alarms and reccomendation to remove iab. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "continued possible he loss 2 & 3alarms". Additional information states that the decision was made to leave iab in place despite inability to resolve he loss alarms and reccomendation to remove iab. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4). The reported complaint for "continued possible he loss 2 & 3 alarms" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.